Event description:
It was reported that lead noise was observed. No anomalies were noted via fluoro. It was noted that possible single filar make/break contact is causing non-physiologic noise. The patient will be monitored with no intervention planned at this time.